Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I don't know how many adhesives I have eaten [accidental device ingestion] the skin of my periodontal was broken [periodontal destruction]. I originally used small strip, a little on the left, a little in the middle, and a little on the right. It turned out that the three points is not working, I use half a tablet at that time [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive max comfort) cream (batch number unk, expiry date unknown) for denture wearer. Co-suspect products included denture cleanser (polident denture cleanser) tablet (batch number unknown, expiry date september 2024) for product used for unknown indication. On an unknown date, the patient started polident denture adhesive max comfort and polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture adhesive max comfort and polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant), periodontal destruction and wrong technique in device usage process. The action taken with polident denture adhesive max comfort was unknown. The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion, periodontal destruction and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion, periodontal destruction and wrong technique in device usage process to be related to polident denture adhesive max comfort and polident denture cleanser. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2023. The consumer reported, "I just got my denture done, it's the movable dentures in the lower jaw. After finishing it, the dentist said that I can get used to the occlusion first without sticking it, but there is no way, it will fall out immediately when I eat, there will be a rattling sound when speaking and biting up and down, so this is not a solution. The dentist gave me a small 8.5g of polident denture adhesive max comfort. The words on the back are too small for me to see clearly. When I stick it down, I always apply three dots, and I do the same, but after sticking it down, it falls out when eating. If I bite the left side, the right side will come up, and if I bite the right side, the left side will come up, and then the whole denture fell out. When the denture rotated in the mouth, the skin of my periodontal was broken. I don't think this is the solution. Every time I eat, if it is in a restaurant, I will quickly wipe it with a wet paper towel, re-apply three dots, and then put it on. If continue like this, I don't know how many adhesives I have eaten. Then this is not the solution, I will try to stick a whole strip on the denture. After putting it in, I feel that the adhesive will flow out when I eat, have the same problem. For example, I ate a sweet potato and a piece of cake in the morning, and immediately fell out. When I went to bed at night, I always soaked polident denture cleanser, and soaked one piece overnight. I originally used a small strip, a little on the left, a little in the middle, and a little on the right. After I found out that it didn't work, I bought a big one again. It's the same as the one given by the dentist. It's just that the size is different. It is polident denture adhesive max comfort 70g. It turned out that the three points is not working, so I simply used the whole piece on the entire lower jaw, and there would be a feeling of overflowing, and it would feel overflowing when I put it on, sticky. How long after the denture are glued on do I have to bite down before I can eat. So I need to get used to it. There are three types of adhesives, which one is right for me. I usually use polident denture cleanser 36 tablets, so I can use half a tablet at that time, right. After picking it up, I need to rinse it and then dry it, then squeeze the adhesive in and put it on, right. Should I rinse my mouth immediately after eating. I found out that after I rinsed my mouth, because I went out yesterday, the whole body fell out immediately. Is it okay to accidentally eat this adhesive. Then please help me to apply for polident denture adhesive cream flavor free, mandibular dentures, if they are used better, then I can go to the drug store to buy them, right. Product information: polident denture cleanser 36 tablets lot: tr2n, mfg: 2oct2022, exp: sep2024, polident denture adhesive max comfort 8.5g (the label is too small for consumer to see clearly.) Polident denture adhesive max comfort 70g (the label is too small for consumers to read clearly) at 15:54 on (B)(6) 2023, called back the consumer for information about hsi, but no one answered the call".